Event description:
It was reported that customer called arrow clinical support telling them that they had switched out the pump due to a keyboard control failure. Biomed also stated pump was experiencing low helium alarms. There were no reported pt complications.